Manufacturer narrative:
This patient was one of three cited in the article who experienced a post-implant intervention; separate reports have been filed for the other two patients and issues reported in the article. Without device-identifying information, a review for device history or return could not be conducted. Additional information is being sought from the article¿s author contact. (B)(4).

Event description:
Medtronic received information from a medical journal article that an unspecified surgical re-intervention was required at 29 months post-implant for a patient whose transcatheter pulmonary valve (tpv) experienced conduit obstruction. The article contained no additional information regarding the issue or outcome. The information was reported from a multi-center retrospective study of (B)(6) patients over a 32-month period. The article reported a 100% success rate for initial implants.

Manufacturer narrative:
To date, additional information has not been obtained from the article¿s authors. Stenosis, regurgitation, bleeding, hematoma and pseudoaneurysm are known adverse events. It is unknown if the melody valves caused these events directly. A supplemental report will be filed if additional information is obtained.

Manufacturer narrative:
The article's author contact subsequently reported the tpv was replaced with a homograft. No additional information was provided regarding the device's serial number or the cause of its obstruction.